Manufacturer narrative:
Investigation pending device return.

Event description:
Caller alleged discrepant inradio2 results. Results as follows: date: (B)(6) 2014, inratio: 1.9, lab: 6.8. Date: (B)(6) 2014, inratio: 2.x, lab: 2.6. Tests were performed about 3.5 hours apart. Therapeutic range: 2.5-3.5. Pt self tester was sent to the hospital lab on (B)(6) 2014 because her inr has been erratic over the past 2-3 weeks. Coumadin does was held for two days after lab result of 6.8. Pt resumed her usual dose after (B)(6) 2014. Pt reports that she has bruising on her body, that she is "black and blue all over". Pt started taking prednisone on (B)(6) 2014 due to her arthritis; last dose will be taken on (B)(6) 2014. Customer reports that she touched finger to sample well.